Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 1 patient had a fluid collection develop 2 years post-surgery, found to be aseptic resulting in surgical evacuation, resolving completely without further intervention. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign: italy. Domenico tigani, enrico ferranti calderoni, giuseppe melucci, alex pizzo, margherita ghilotti, alberto castelli, gianluigi pasta, federico grassi, eugenio jannelli. (2024) treatment of periprosthetic hip fractures vancouver b1 and c: the significance of bicortical fixation. A bicentric study comparing two osteosynthesis systemsr. Pages 1 -7. Https://doi.org/10.1007/s00402-023-04955-2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.